Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left circumflex (lcx) artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, the device was advanced toward the lcx; however, it was noted that the balloon had difficulty crossing the lesion. Eventually, the device was able to cross the lesion and first dilation was performed at 10atm for 30 seconds. During the second inflation, it was noticed that the balloon ruptured at 12atm. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was visible within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and subjected to positive pressure. A longitudinal tear was identified in the balloon body 2.2mm distal to the distal edge of the proximal markerband and extended distally for approximately 9mm. No other issues were identified with the balloon material. The rate of burst pressure of this device is 12atm. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination identified multiple hypotube kinks along of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left circumflex (lcx) artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, the device was advanced toward the lcx; however, it was noted that the balloon had difficulty crossing the lesion. Eventually, the device was able to cross the lesion and first dilation was performed at 10atm for 30 seconds. During the second inflation, it was noticed that the balloon ruptured at 12atm. The procedure was completed with a different device. No patient complications were reported.